Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing . Kmt engineering evaluated the returned therapy cable and observed that the pwr signal intermittently shorted to shield at plug overmold. In this state, the monitor does not recognize therapy cable. The reported issue root cause identified was that the wire insulation has the ability to thin out over time exposing the conductor strands, potentially from repeated cable handling and flexing. The issue will continue to be trended for future occurrences.

Event description:
Patient called in to report an unidentified service required error code. The patient further stated of getting " plug in the therapy cable" alert while the therapy cable is already plugged in. There was no patient injury reported. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.